Event description:
On 19nov2013, coopervision was advised by an optician that a patient was diagnosed with acanthamoeba keratitis after using options multi solutions with biofinity contact lenses. Follow-up medical information was received on 22nov2013. The medical report only describes the use of options multi solution. It does not allege any issues or describe any contact lens information other than contact lens use was permanently discontinued. Therefore, this is reported in relation to the contact solution. The report describes onset of a left eye ulcer of (B)(6) 2013, which required hospitalization for two days under the hospital eye service. The patient was discharged to private consult and seen almost every day for six weeks. The optician¿s report noted acanthamoeba and a left eye cornea scar with medical intervention, but does not relate details. Biomicroscopy and visual acuity exam were not performed because the patient was still under treatment. Follow-up information was requested but no further information was received as of the submission date of this report.

Manufacturer narrative:
The complaint is unconfirmed. Device not returned to manufacturer.